Event description:
It was reported that during a da vinci s hysterectomy procedure, "part of the scissor" of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results & conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the blades are not entirely broken off at the cable crimp cross section, however, both blade edges exhibit a small amount of material removal near the midpoint. The damaged sections on each blade acts as a hardstop, thereby preventing the scissors from fully closing. The instrument also failed a latex cut test. No other damage was found.